Manufacturer narrative:
Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Users are instructed to return any damaged components to the manufacturer. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that when the battery symbol was depressed to check the gauge, only 2 green lights were visible instead of 4. The patient also reported the battery only holds a charge for a few hours. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the battery would rapidly discharge and that the led display on the battery was malfunctioning. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing.  Log file analysis revealed that the battery discharged as expected when in use. In addition, the battery was opened to evaluate the continuity on the led ribbon that could explain the intermittent illumination reported.  After careful analysis, the reported intermittency of the led display could not be duplicated. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected.  No failure detected, the reported event could not be confirmed or duplicated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.